Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot c909 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Uvadex lot# ad1436 (manufacture date: 09/29/2014 and expiration date: 08/31/2017) was reviewed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for hypotension. No trend was detected for this complaint category. Based on the internal medical assessment, a (B)(6) male with gvhd developed ortho static hypotension after the first cycle of treatment. The patient's blood pressure before treatment was 131/70 mmhg, post event was 110/65 mmhg, and after treatment was 146/106 mmhg. The patient's hct and hbg were 38% and 13.1 g/dl, respectively. The operator observed at the end of first cycle while the bowl was emptying that the patient was unconscious for about ten to twenty seconds. The customer put the patient in the trendelenburg position and the patient stabilized immediately. The customer elected to give the patient a 500 ml saline infusion. The treatment was continued and the patient returned to stable condition. The system was used for treatment of disease. From uvadex perspective, there is no evidence to suggest a causal relationship between the drug and the adverse event. The patient developed the orthostatic hypotension prior to administration of the uvadex. This case is serious, unrelated and unexpected to uvadex. This is not reportable from a drug perspective. From a device perspective this event did not cause or contribute to a death or serious injury; and or the system did not cause or contribute to a death or serious injury nor malfunction in a way that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. There was no device malfunction. The adverse event was related to the fluid shift which is normal during the ecp procedure. The patient's underlying condition did not allow them to tolerate the fluid shift. Since the hypotension occured during treatment and medical intervention (trendelenburg position) was required, this case is reportable as an MDR. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). (B)(6) 2015. Device not returned to manufacturer.

Event description:
The customer reported that during a treatment with an xt001 kit that the patient developed orthostatic hypotension at the end of the first cycle. It was the patient's second treatment and his first with the xt001 kit. The treatment was planned according to the information given in the operator's manual for volume management. The customer observed at the end of the first cycle while the bowl was emptying that the patient had been unconscious for about ten to twenty seconds. The customer put the patient in the trendelenburg position and the patient stabilized immediately. The customer elected to give the patient a 500 ml saline infusion. The treatment was continued and the patient returned to stable condition. The patient was reported to be in stable condition after the treatment was completed. The kit was not returned for investigation as it had already been discarded.